Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 02-dec-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (3 mg/ml at 0.15 mg/day) via an implanted pump. The indication for pump use was spinal pain. It was reported that the patient¿s pump flipped and caused the catheter to kink. No patient symptoms were reported. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be ¿pump wasn¿t anchored¿. The kinked portion of the catheter was removed, and a new pump connector was added. The issue was resolved, and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.